Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had to run to the bathroom more and quickly. There were no trauma or falls that could be related to the event. The patient programmer was unable to power on. The programmer had no power. The patient tried 3 different sets of batteries, but the issue was not resolved. The patient was not able to check the status of their implantable neurostimulator (ins) with the programmer. The patient would have an appointment with their health care provider (hcp) next month. The consumer further reported that the steps taken to resolve the loss of therapy was that they put in new batteries and it still didn't work, so they called the manufacturer. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.